Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the system had repeated error 32101 on the universal surgical manipulator (usm) 1. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. The reported 32101 error was confirmed via the system logs and replicated in-house. The unit was tested on an in-house system in normal mode where the 32101, 32096, and 23202 error codes were triggered. The unit was also tested on a functional test platform where the direction test failed with a 32101-failure code present. The error was pointing to the 48v connection on the axes controller arm (aca) for the pitch motor module. Further testing confirmed the issue was related to a defective aca board.